Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30015626l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. As soon as the catheter was connected to the patient interface unit (piu), map 1-2 signals appeared noisy. The cable was exchanged. However, the signal noise remained. The piu was turned on and off. However, this did not resolve the issue. The catheter was exchanged and the signal noise disappeared. The procedure was completed with no patient consequence. The signal noise was assessed as not reportable as the risk to the patient was low. The biosense webster failure analysis lab received the catheter for evaluation. It was discovered on (B)(6) 2018, that the catheter was received without electrode #2. No other damage was found and there were no internal parts exposed as the electrical wire of the electrode was under the polyurethane (pu). During a second visual test on (B)(6) 2018, electrode #2 was found as it had slid over the pebax. This returned condition of ring #2 which slid on the catheter shaft was assessed as a reportable malfunction. Therefore, the awareness date of this reportable lab finding was (B)(6) 2018.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. As soon as the catheter was connected to the patient interface unit (piu), map 1-2 signals appeared noisy. The cable was exchanged. However, the signal noise remained. The piu was turned on and off. However, this did not resolve the issue. The catheter was exchanged and the signal noise disappeared. The procedure was completed with no patient consequence. The device was inspected and it was found in normal conditions. Then during the second visual inspection, the electrode #2 was found missing and no internal parts were observed. For this condition, the manufacture team performed an investigation in order to find the root cause of the issue found during the inspection of electrode #2 was found slid down. The investigation results showed that this issue is related to the manufacturing process since the defect could be originated in operation polyurethane (pu) rings, even when the defect could not be replicated during investigation. The step "glue and dry tip" requires applying 2 coats of pu on both margins of all rings. It is probable that the operator applied poor coats of pu, resulting in the ring being detached. During the process, product visual inspection is performed 4 times after pu rings operations and resistance tests are performed 6 times to ensure proper pu application. Immediate action was taken for all manufacturing associates at stsf production line. An awareness session was performed notifying the product impact when incorrect pu rings application is performed. The customer complaint has been verified. Based on available analysis results, complaint appears to be caused by internal biosense webster, inc. Operations. Specifically, the manufacturing process, however, this appears to be an isolated case. Manufacturer's reference number: (B)(4).